Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call indicating that patient sensor break. Customer's blood glucose at time of incident was unknown. The customer stated they try to connect the sensor to the pump and giving message. The customer removed the sensor and found out the cannula is shorter that the other. Customer was advised to return the sensor for analysis. Customer was advised that sensor will replaced and the cannula was not left inside the body.